Event description:
It was reported that the patient presented to the hospital after receiving therapy. Low impedance was observed and a message was displayed that there were aborted charges due to a possible hv lead issue. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.